Event description:
During a gastric bypass procedure, the device did not cut and the reload did not staple when the surgeon closed the closing trigger. The case was completed by using another like device and reload. There was no pt consequence.